Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location; further described as 'fluid was on the floor". This occurred during use of the device for peritoneal dialysis therapy. There were no observed holes on the cassette. There was no patient injury; however, prophylactic antibiotics were administered as a precautionary measure. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.